Event description:
Adverse event(s): "no patient impact occurred" (no consequences or impact to patient). Product problem(s): "probe not cutting" (failure to cut). A facility reported a 23g probe was not cutting during a case. The probe was replaced and the case was completed. No patient impact occurred.

Manufacturer narrative:
The probe was returned to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).